Event description:
It was reported that alerts were triggered for an untreated episode and shock therapy delivered to convert arrhythmia (treated episode). A tachycardia with morphology changes was observed on the surface electrocardiograms (s-ecgs) with t-wave oversensing. No adverse patient effects were reported and the subcutaneous implantable cardioverter defibrillator (sicd) system remains in service.